Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a blank display. Customer also reported dropping the insulin pump in the past. Customer stated they did not expose their insulin pump to moisture. The contacts on the battery cap were also found to be damaged during troubleshooting. Customer's blood glucose was 151 mg/dl. Customer will be sent a replacement battery cap. Customer declined to return the product for analysis.